Event description:
It was reported that after an interventional procedural of the right external iliac artery, arteriotomy closure of the left common femoral artery was attempted using a starclose se device. Reportedly, during clip deployment, a "muted" click was heard. After clip deployment, the locator wings did not fully retract into the clip delivery tubeset and bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported locator wings not fully retracting into the clip delivery tubeset was confirmed as analysis of the device indicated that although the locator wings were retracted into the distal end of the delivery tube set, the locator wings were bent. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.